Event description:
The hard plastic seems to randomly buckle when attached to the thermoform. The reported issue does not appear to be lot# related. It was reported that the product is available for return and evaluation.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported info. See scanned page.